Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, moderately calcified, proximal left anterior descending artery. A 3.0 x 18 mm xience xpedition stent was advanced and deployed successfully; however, after deployment a dissection was observed. The dissection was treated with a 3.0 x 12 mm xience xpedition. No adverse patient sequela or clinically significant delay in the procedure were reported. No additional information was provided.